Manufacturer narrative:
Product analysis: as found condition: the echelon-10 micro catheter and axium device were returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within their opened inner pouches and within their dispenser coils. The axium device was returned further within an introducer sheath. Visual inspection/damage location details: no damages were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body. The distal ~3.5cm of the micro catheter appears to have been shaped. The distal tip and distal marker band were found separated/broken from the remaining micro catheter, exposing the inner braid. No damages or irregularities were found with the axium introducer sheath or pusher. The axium implant coil was found damaged within the introducer sheath. Testing/analysis: the echelon-10 micro catheter total length was measured to be ~155.5cm, and the usable length was measured to be ~ 147.8cm, which is within specification (specification: total (ref) = 155cm, usable: 147cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end only. An in-house coil was inserted into the echelon-10 micro catheter hub, through the micro catheter body, and out the distal end with no resistance encountered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID qc-2-8-helix (lot: 227719127) ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an echelon 10 microcatheter that could not achieve desired flush flow rate and had resistance during delivery of the axium coil. The patient was undergoing a coil embolization procedure to treat a right side anterior choroidal artery ruptured saccular aneurysm. The aneurysm max diameter was 3.5mm and the neck diameter was 2.8mm. Blood flow was normal. Vessel tortuosity was minimal. It was reported that the devices were prepared and catheter flushed per the instructions for use (IFU). During in vitro hydration of the echelon catheter, the outflow from the catheter tip was not ideal. Then, when delivering the first coil (axium model: qc-2-8-helix, lot: 227719127), the resistance in the catheter was significant and the coil could not be delivered successfully; it was stuck about 2cm from the end of the catheter. It was noted that the microcatheter was displaced from the aneurysm during the process. The system was removed and both devices replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the resistance was in the proximal section of the catheter. The coil came out of the introducer sheath smoothly. There was no damage to the coil or catheter after removal.